Manufacturer narrative:
Investigation found the exposed portion of the soft cannula to be flattened. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. Although the cannula was damaged, the timing and cause of the damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported their blood glucose (bg) level reached 19.5 mmol/l (351 mg/dl), while wearing the pod between 24 and 36 hours on the leg. The patient reported administering a bolus to correct bg levels. The bolus was unsuccessful at lowering their bg levels, therefore the patient removed the pod. As treatment, the patient drank a lot of water, applied a new pod and administered a bolus.